Event description:
Arjo representative was informed about an event involving arjo passive floor lift and sling. It was reported that staff member was transferring the patient from a bedroom to a bathroom (distance 6 meters). When lifting the patient the staff member stopped for a moment to unfold the chassis leg. The sling clips were not checked. Then the lift went to the bathroom. The front two wheels were over the threshold of bathroom, after which the employee noticed that the patient fell on the floor from a height of approximately 1 metr. The right leg clip of the lifting sling detached. The patient sustained lump on the right side behind her ear, a bruise and a superficial abrasion. Doctor exterminated patient and couldn't find any other injury.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
The arjo representative was informed about an event involving maxi move device. It was reported that a patient was transferred from a bedroom to a bathroom. When the lift¿s front two wheels were passing over the bathroom threshold, a caregiver noticed that the client fell on the floor from a height of approximately 1 meter. It was reported that the sling right leg clip detached. As a consequence of the event patient sustained the lump and abrasion behind the ear. The caregiver reported psychological complaints when thinking back about the incident. After the event, the device was checked by the arjo technician. The functional test did not reveal any malfunction. Based on product knowledge and previously made simulations we can state that a sling clip can detach when it is in an unstable position or not under tension. The passive sling clip instruction for use warns the users to check the sling prior to use and make sure that the sling clips are attached securely before and during the lifting process. According to the procedures provided in the instruction for use (04.sc.00): ¿to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process.¿. ¿at any time, if the resident becomes agitated, stop transferring/transporting and safely lower the patient.¿. The customer stated that she is almost certain that the clips were properly attached (the customer said she was 90% sure of this). However, the customer stated that the caregiver did not ensure that the clips were securely attached before and during the lifting process and therefore the customer could not state with complete certainty whether the clips were properly attached. To sum up, the arjo floor lift and clip sling were used as a system for patient transfer when the resident fell out of the device. The clip detached and from that perspective system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the clip detachment during use.